Event description:
A (B)(6) customer called for help with troubleshooting his contour meter. He performed control tests and rec'd a result of 1.8 mmol/l. A normal control range was not provided, but should be around 6.0-8.2 mmol/l. No adverse events were alleged. The customer used the last of the test strips while troubleshooting, so no product will be returned. A replacement meter was sent to the customer.